Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless the implantable pulse generator (ipg) the patient experienced a perforation from the delivery system. Initially placed delivery system in apex, not deployed. Pulled up to low septum, not deployed. Pulled up to mid septum, injected contrast and noted contrast in pericardium. It was further reported that the patient experienced pericardial effusion and hypotension. The leadless ipg was successfully implanted and remains in use. No further patient complications have been reported as a result of this event.